Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's allegation was not confirmed. During the inspection at return center, it was found that after drying the scope, the image restored to normal from e315 error. In addition, the following non-reportable malfunction was found during device evaluation: due to a scratch on universal cord, water tightness is lost. (The leak check label discolored.) The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope image e315 error during reprocessing. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to universal cord leakage while the user was handling the device, and water invaded the scope connector. Due to the invasion, an abnormality of electronic parts occurred which led to temporary occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.